Event description:
An amnisure test was opened to be used on a patient, and the test vial was found to be dry. Test can not be performed without a vial with solvent that extracts the sample substance from the swab.====================== manufacturer response for amnisure test, amnisure (per site reporter)======================vendor provided additional amnisure test kits at no expense.